Manufacturer narrative:
Concomitant product: 5076-52, lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient received inappropriate therapy due to the device detection of abruptly-initiated sinus tachycardia in which the pr logic and wavelet features could not withhold. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.